Event description:
After software update, user experienced discrepant results for three patients for multiple assays. Patient 1, initial glucose result 24 mmol/l, repeat 9.60 mmol/l. The doctor questioned the initial results. The patient was not adversely affected due to erroneous results. Patient 2, 2008, initial ast result -4, repeat 16, units of measure not provided. Patient 3, 2008, initial calcium 82.2, rerun 1.95, unites of measure not provided. Erroneous results were not reported for patients 2 and 3. If additional information is received, appropriate notification will be provided.